Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that they were getting a blank display on the insulin pump. Troubleshooting was performed. The customer has tried to change the battery cap but the insulin pump is still blank. The customer's blood sugar is 156 mg/dl. The insulin pump is returning.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.